Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Intraspinal implantable access system implanted on (B)(6) 2010 for monthly intrathecal study drug administration. On (B)(6) 2011 family noted swelling around portal of system. The pt was asymptomatic. As study down on (B)(6) 2011 revealed leakage around the portal. A portal revision was scheduled for (B)(6) 2011, during revision it was noted that the outlet tube of the portal had become disconnected from the portal. The catheter was trimmed and a new portal was placed.